Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump powered up after battery installation and had operating currents within specification. The insulin pump was monitored and no battery burn was noted. No blank display or low battery alert was noted. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Event description:
It was reported that the customer's batteries were being drained up very quickly. The customer's blood glucose was 470 mg/dl. It was stated that the customer's insulin pump died in the middle of the night. The customer's battery had to be replaced almost every day for over a week. Explained to customer possible causes of the blank display. Advised that a replacement insulin pump would be sent. Nothing further reported.